Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5 x 120 mm armada 14 dilatation catheter was advanced into the patient anatomy. An attempt was made to inflate the balloon; however, a leak was noted coming from the guide wire lumen. The device was removed and a new armada 14 was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.